Event description:
Clinical narrative: an impella cp device was inserted via the left femoral artery in an 80-year-old male patient for pre-procedural hemodynamic support prior to percutaneous coronary intervention. Additional indication details, comorbidities, and the patient¿s clinical shock stage prior to initiation of support were not reported. During the episode of care, the patient was noted to have worsening anemia. Baseline hemoglobin values had been trending between 8 and 9 grams per deciliter, with no active bleeding reported. Following the procedure, the patient¿s hemoglobin level decreased from 11 grams per deciliter to 7.8 grams per deciliter. In response, the patient received one unit of packed red blood cells. After transfusion, the patient¿s hemoglobin improved to 9.1 grams per deciliter. No additional clinical details were provided.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d4 (serial number). Upon review, the section d serial number has now been updated. Corrected information was provided in e1 (zip code extension). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in e3 (initial reporter occupation). Upon review, it was identified that it was inadvertently submitted in error in the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the injury was not determined due to insufficient clinical details.